Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0yqqb, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4)

Event description:
A company representative reported that the patient had an infection at the lead area and the lead was explanted. Treatment included IV antibiotics and partial device system explant. A week later, it was further reported that the site was swabbed and culture was taken and sent to the hospital for analysis. The health care provider subsequently ordered the patient to be placed on a regimen of IV antibiotics. The explanted lead was sent to the hospital lab for analysis as well. They would evaluate re-implanting when infection is cleared. The patient's indication for use is parkinson's dual and movement disorders.